Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the clinical diagnosis was persecution. The signs and symptoms included hallucinations, confusion, and persecution syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported a clinical diagnosis of persecution syndrome and delusional syndrome. Symptoms included hallucinations and confusion. Diagnostic methods included an examination that identified hallucinations and confusion on (B)(6) 2016. Interventions involved medications being administered to the patient. The event resulted in prolongation of existing hospitalization. Etiology was reported as unlikely related to the device or therapy, related to the implant procedure, programming/stimulation, and surgery/anesthesia. The most recent interrogation/programming that had occurred prior to the event occurred on (B)(6) 2016. The outcome was resolved without sequelae (B)(6) 2016.